Manufacturer narrative:
(B)(4). One used cassette was received in reference to air in tubing (without alarm). The cassette was visually inspected with solution noted throughout set. The cassette was placed on machine for priming and run with no alarms noted. No manufacturing abnormalities were noted during visual inspection. This report was not confirmed. A batch review was performed on the associated lot with no issues noted. Based on the information gathered during baxter?s investigation, the root cause of the report was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A batch review will be performed for the lot number provided. The product sample has been requested but has not yet been received by baxter for evaluation. A follow-up report will be submitted upon the completion of baxter's quality review.

Event description:
On (B)(6) 2011, a home patient (hp) contacted global technical services regarding a check heater line alarm that occurred on the homechoice (hc) unit during fill 1 of 4. The technical service representative (tsr) assisted with troubleshooting. The hp stated, the hc alarmed again. The tsr assisted with ending therapy and provided steps for bypassing initial drain since that had already been completed. The hp confirmed to start over with new supplies. On (B)(6) 2011 during a follow up call for a similar report the hp reported to product surveillance that there was air in the heater line the night of this report and she had not mentioned it to the tsr at the time of this call. The hp stated that the issue was resolved; however, the cause of the alarm remained unknown. The hp verified that there were no loose connections, disconnections, or defects with the supplies. The hp stated no adverse event resulted nor medical intervention required. The hp stated that she was doing fine and continuing therapy without issue.